Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: unknown, product type: recharger. Product ID: neu_unknown_lead, serial#: unknown, product type: lead. Product ID: neu_unknown_ext, serial#: unknown, product type: extension. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the patient experienced a sensation of stimulation/tingling at the site of the lead/extension connection at their back while ins is turned on along with recharging ins (ins is turned off). It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. No further complications were reported or anticipated. The healthcare provider reported via manufacture representative that one of their patents while having his ipg off (restore sensor surescan), during recharge, they would experience a tingling sensation at the site of the connection of the extension to the lead. This also occurred during stimulation. The last time impedances were checked there were no out of range results. When stimulation is on the patient reports a constant sensation of tingling/stimulation at the site of the connection even without palpating the connection. No further complications were reported or anticipated.

Event description:
Additional information received from the manufacturing representative reported that actions/interventions taken to resolve the event included fluoroscopy/impedance measurement. The cause of the event was not determined.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# unknown, : product type recharger ,product ID neu_unknown_lead, serial# unknown, product type lead, product ID neu_unknown_ext , serial# unknown, product type extension. Manufacturing site ID updated to 3004209178. If information is provided in the future, a supplemental report will be issued.